Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked on lower left edge and left case assembly was broken. The syringe plunger not in place was found at syringe test and failed syringe plunger reading. Error history log review found a syringe plunger not in place error. The root cause of the reported issue was found to be the q1 broken off from plunge board also plunger board broken off from glue. Actions were taken to mitigate the reported issue: replaced plunger board. Performed syringe test and all functional tests which passed.

Event description:
It was reported that the plunger sensor was not recognizing cassette. No patient injury was reported.